Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: air/water cylinder has no color; suction cylinder has no color; forceps channel port has a scratch; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained; auxiliary water inlet is deformed; due to wear of angle wire, bending angle in down direction does not meet the standard value; objective lens has a scratch; light guide has a crack; light guide has a chip; bending tube is deformed; adhesive on bending section cover or distal sheath rubber has a crack; due to clogging of jet tube in control unit, water cannot be supplied; and universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned to olympus, evis exera iii colonovideoscope without reporting any issues. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that due to clogging of jet tube in control unit, water cannot be supplied. Foreign material was not remains and was not possible to removed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.